Event description:
The patient's system was explanted due to infection at the pocket site. The patient was hospitalized and treated with IV antibiotics.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.